Event description:
Special order dialysis catheter: 23cm straight with out cuffs. The catheter was found to be leaking sub-q on the venous side of the catheter. Think there may have been an occlusion in the catheter.